Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010. According to the complainant, two fluid loss alarms, both at 60 cc/min, occurred during the heating phase. A leak was observed where the adapter and sheath connect. Additionally, the purple tubing was collapsed. The saline is reported to have only heated to 40 degrees, and no cervical leaks or burns were sustained. There was no indication of over dilation, and there was nothing unusual about the cervix. There was also no tissue in the tubing at the time of the problem. The procedure was successfully completed with a second hydrothermablation procerva procedure set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be fine.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.